Event description:
No additional information was provided.

Manufacturer narrative:
Four photos of a bulk non-sterile box (p/n - 301073) were received and evaluated. Each image shows a different side of the box carton without any box label applied. One image shows the box number 118 in black print in the upper corner of the box. The condition observed is non-conforming per product specification. Potential root cause for the product label missing defect is associated with the bulk handling process. The following corrective action will be taken: the associates responsible will be re-educated to the proper procedure. Due: (B)(6) 2024. A device history record review was completed for provided lot number 4019793 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns label was missing. The following information was provided by the initial reporter: customer received 1 ca of 1600 pcs without labeling on the box, so they can't accept it.